Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stated that insulin pump should be replaced because when he gives a bolus the bolus does not go thru. Customer's blood glucose level was 11.5mmol/l and 8.8 mmol/l. Caller stated that insulin pump was not accepting calibrations and he was receiving a change sensor alert. Customer reported that he had tried everything that was suggested but issues has continued. The insulin pump will not be returned for analysis.